Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for >80 colony forming units (cfus) of pseudomonas aeruginosa and achromobacter xylosoxidans. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.